Manufacturer narrative:
(B)(4) = jaws. The analysis results of the er320 device found that it was received with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be misaligned. In an attempt to replicate the reported incident, the device was tested for functionality; upon testing, the instrument was cycled and it fed and formed eight scissored clips due to the misaligned condition of the jaws. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the surgeon tried to clip small bleeders on a staple line. Multiple clips scissored upon deployment without noticeable torque on the device. A second device of the same lot number was opened and the same event occurred. The surgeon then oversewed the staple line keeping the patient under anesthesia for an extra ten minutes. There were no patient consequences reported.